Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 509 mg/dl. Infusion set site was changed and a correction bolus was delivered to address bg. Pump system check was performed with tandem technical support and pump was found to be functioning as intended. Recommendation was made for customer to consult with healthcare provider.